Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the battery would intermittently not charge. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.